Manufacturer narrative:
(B)(4). This report of a low drain volume alarm was confirmed and the cause was identified as due to air in the patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during drain 3 of 5 on the homechoice machine (hc). The home patient (hp) stated there are air bubbles in the patient line. The technical service representative (tsr) confirmed with the hp that they disconnected. The tsr confirmed with the hp that the hc displayed the drain when they reconnected. The tsr assisted the hp to cycle power. The tsr assisted the hp to end therapy and get the set out. The hp contacted this writer on (B)(6) 2011. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated she is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.